Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the patient was ill and vomited several times overnight. The following day the atrial lead was found to have dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.